Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient had a total knee arthroplasty revised due to mechanical loosening.

Manufacturer narrative:
No devices were returned for evaluation. Device history records were reviewed for the tibial component and no deviations or anomalies were found. This device is used for treatment. Surgical notes and x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search for the tm persona tibial component part and lot combination identified no other reported complaints. Based on the investigation and the information provided, a definitive root cause cannot be determined. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device; however, the nature of the harm is unknown at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was evaluated and the reported event was confirmed. Review of initial surgery op notes identified no deviations or complications. The knee was brought through a full range of motion and the surgeon deem the flexion and extension acceptable as well having good patellofemoral stability. Review of revision surgery op notes identified the patella has a gross amount of scar tissue and is grossly loose. Also noted that there was only some ingrowth posteriorly on the tibial component. Device history record was reviewed and no discrepancies relevant to the reported event were noted. Zimmer voluntarily removed the persona trabecular metal implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. Root cause can be attributed to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.